Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. No moisture damage was found on the keypad traces or the electronic assembly. The insulin pump had a cracked case at a display window corner and cracked reservoir tube lip.

Event description:
It was reported that insulin pump has been exposed to moisture damage. Customer reported that moisture comes from a leak in the reservoir. The blood glucose level was not included in the report. Nothing further was reported.